Manufacturer narrative:
Initial and final MDR 2034341 - device 2 of 6 h11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in canada. On (B)(6) 2024, the patient reported that infusion set cannula was bent within 3 hours of insertion at abdomen, which cause the patient blood glucose levels was elevated to 720 mg/dl, therefore patient received correction bolus via pump. The patient first went to emergency room and was subsequently hospitalized and received treatment of IV and fluids of saline and insulin. The patient also reported that he had high ketones which was life threatening. The infusion set was in use for less than 24 hours. The patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available